Event description:
A another country distributor sent back a battery pack with a note stating it was defective.

Manufacturer narrative:
Eval summary: device evaluation of battery pack has been completed. Battery pack was tested and found to have a defective u5 supervisory ic chip. U5 can be considered the "gas gauge" of the battery pack. It monitors all of the parameters within the battery pack and also generates all of the faults. Without this chip the battery pack would not communicate with either the monitor or the battery charger. The root cause of the defective u5 component cannot be positively identified, but is likely random component failure. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. There is not evidence that this battery pack was being used on a patient at the time of failure.